Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for analysis as its location is unknown. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient underwent a right hip revision procedure approximately four days post-implantation due to dislocation subluxation. During the procedure, the head and stem were removed and replaced. No further information was provided.